Event description:
Additional information received indicated that approximately 6 years and 3 months following the transcatheter aortic valve implant procedure a transesophageal echocardiogram (tee) confirmed a highly mobile pedunculated mass attached to the posterior mitral annulus which was consistent with a fibroelastoma. The patient was managed expectantly until the surgical removal of the left atrial fibroelastoma which occurred the same date as the explant of the transcatheter aortic valve. The physician indicated the mitral valve fibroelastoma was not related to the medtronic products or the historic aortic transcatheter valve implant procedure.

Manufacturer narrative:
Product analysis: the valve was received inside a heart valve return kit fully submerged in clear 0.2% glutaraldehyde solution. Visual examination noted the explanted valve frame exhibited a reduced inflow orifice with notable inflow ellipticity. Leaflet 1 (l1) appeared partially open, while leaflets 2 (l2) and 3 (l3) were predominantly closed, with a gap observed between the free edges. All leaflets demonstrated restricted leaflet mobility, which appeared to correlate with visible calcification. The outflow view of l1 noted clusters of calcific nodules on the superior coaptive junctions (scj) of commissure 3¿1 and commissure 1-2. Intrinsic calcification was noted on the belly region, with a free edge split observed at the point of coaptation. An additional larger free edge split, approximately 5mm in length, was identified adjacent to commissure 1-2. The inflow view of l1 noted calcific nodules on the inferior coaptive areas (ica) between l1-l3 and l1-l2, extending onto the belly. Tissue deterioration was noted adjacent to calcific nodules, with degeneration which appeared to be associated with contiguous calcification. A small fold was observed distal to the calcification. The outflow view of l2 noted calcific nodules adhered to the scjs of commissure 1¿2 and commissure 2¿3, with intrinsic calcification noted on the belly. A free edge split was observed which approached commissure 2-3. The inflow view of l2 noted large clusters of calcification on the icas between l2¿l1 and l2¿l3. The outflow view of l3 noted calcific nodules adhered to the scjs of commissure 2¿3 and commissure 3¿1, with additional intrinsic calcification noted on the belly. Tissue deterioration was observed adjacent to the calcification on the outflow belly. The l3 inflow view noted both extrinsic and intrinsic calcification which infiltrated the inflow aspect of the leaflet. All commissures were encapsulated by glistening off-white pannus, with calcific nodules present on the icas and scjs of each commissure. Visual suture inspection revealed broken sutures on the outer frame surface, specifically on the inflow crown of l1 and between nodes 1 and 3 of l3. The observed suture damage may have occurred during the explant procedure. The valve frame aside from the noted ellipticity, exhibited no visible kinks, bends or fractures. Host tissue was identified. The outflow aspect of the valve noted off-white pannus lined the circumference of the outflow frame. The inflow aspect noted a thick layer of glistening off-white pannus adhered to the inflow crowns, lining the inner lumen. The valve outer surface noted remnants of pannus adhered to the outer frame surface which extended to the margin of attachment and commissure pads of all leaflets. A large calcific nodule was found adhered to the outer frame surface, covered by pannus overgrowth. Radiographic imaging revealed calcification on all leaflets and commissural areas, as well as on the host tissue growth on the outer frame surface. No stent fractures were detected. Updated data: b5, d9, h2, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that prior to the valve explant and revision, the patient presented to the emergency department with acute visual changes described as a whitish-yellow blockage in the upper left visual field. The initial evaluation noted minimally elevated c-reactive protein (crp) of 0.9 and a normal erythrocyte sedimentation rate (esr) of 17 with low suspicion for recurrence of giant cell arteritis. Ophthalmology initially considered a partial retinal tear. However, with follow-up one day later a hollenhorst plaque was identified and the diagnosis was revised to branch retinal artery occlusion. The physician indicated this visual adverse event was causal related to the transcatheter valve. A computed tomography angiogram (cta) showed no evidence of high-grade stenosis. Unspecified intravenous medication was provided. The patient was referred for an outpatient transthoracic echocardiogram (tte), an external heart rhythm monitoring patch, and vascular neurology follow-up. A transesophageal echocardiogram (tee) performed 1 day later confirmed aortic valve dysfunction specific to severe aortic stenosis. Patient symptoms were not reported. The patient was discharged from the hospital 5 days following the valve explant and replacement procedure. The event was reported as a life-threatening event and had resolved as of the date of the valve intervention.

Manufacturer narrative:
Updated data: a1, a2, b5, b7, d9, h6. Product analysis: the product has been returned for analysis. A supplemental report will be filed upon completion of the analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately two years following the implant of this transcatheter bioprosthetic valve, transthoracic echocardiogram (tte) showed and ejection fraction of 59%, an aortic valve area of 2.5 cm2 and an elevated mean gradient of 11mm hg. Computed tomography was performed and showed no evidence of hypoattenuated leaflet thickening. Mild leaflet calcification suggested a degree of structural valve degeneration. No intervention or treatment was performed. The two previous tte showed a mean gradient of 5mm hg. The annual tte was to be performed the following year as surveillance. Additional information was received to report approximately six years, two and a half months following the transcatheter aortic valve replacement (tavr) procedure, the patient presented for a routine tte which showed an increased aortic valve gradient of 20mm hg. The patient was admitted the same day for possible mitral valve vegetation. The patient was discharged three days later and cleared for cardiac surgery. Eight days later, the patient underwent a tavr explant procedure with replacement of a 27mm medtronic avalus ultra surgical valve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the infectious diseases evaluation deemed an infectious cause of endocarditis was unlikely and the antibiotics were discontinued. Cultures were not drawn. The eye retinal occlusion/stroke was reported as related to the aortic valve.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: supplemental regulatory report #2 should have reflected an h3 date of 2025-oct-07 rather than 2025-oct-08. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the day following the transcatheter valve explant when the patient¿s sedation was off, hypertension developed which required intravenous medication and prolonged the hospitalization. This medication was weaned off and the patient remained hemodynamically stable at the time of discharge. The physician indicated the hypertension was causal related to the transcatheter valve.